Event description:
It was reported that the ar-6480 was functioning intermittently during a shoulder case. They changed the power cord but still had the problem. The case was completed without the pump, using the tubing with gravity. There was no patient injury.

Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.

Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.